Manufacturer narrative:
Additional information was received indicating there was no patient involvement, the issue was found prior to use with a patient.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in good condition. The event history log revealed that there was an upstream occlusion alarm message. The customer's reported problem was verified. The pump's upstream occlusion sensor test was performed. The upstream occlusion sensor was found to be not activated. Faulty upstream occlusion sensor will be replaced.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump failed the upstream occlusion test. There was no reported injury to the patient.